Event description:
Procedure: tubal ligation. Reportedly, during use the balloon on the trocar broke into pieces inside the surgical cavity. The surgeon is not sure if all the balloon pieces were retrieved, however no patient injury was reported. Another device was used to complete the procedure.